Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms. A specific cause for the reported alarms could not be conclusively determined through this evaluation; however, the account stated that the alarms were due to a combination of dehydration and hypertension. The reported thrombus could not be confirmed through this evaluation as no images were submitted for review and the device remains in use. The controller event log file contained events from (B)(6) 2025. Intermittent low flow faults and subsequent low flow hazard alarms were captured throughout the log file when the estimated flow decreased below the low flow alarm threshold. Of note, a gradual decrease in flow from (B)(6) 2025 was captured in the controller periodic log file. No other notable events or alarms were captured, and the system appeared to function as intended. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including pump thrombosis and hypertension, that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, "patient care and management", states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeter of mercury (mmhg) should be considered adequate. Section 6 also provides the recommended anticoagulation regimen, including international normalized ratio range, as well as suggested anticoagulation modifications. This section also lists thromboembolism and hypovolemia as potential late postimplant complications. 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for low flow alarms that started around 10 am on (B)(6) 2025. The patient was seen in the clinic and found to be slightly hypertensive. Entresto was increased and was sent home, where low flows resolved. Around 5 pm on (B)(6) 2025, the alarms recurred and had been near continuous since then. Blood pressure (bp) was still elevated, 115/70 (87), but the patient was quite pulsatile. Ejection fraction (ef) most recently had been from 35% to 40%. The site was treating the bp with hydralazine. The patient had adequate fluid intake and urine output and noted that hematocrit was high but was correct based on recent labs. The plan for the patient was transthoracic echocardiogram (tte), computed tomography angiography (cta), and several labs that were pending including lactate dehydrogenase (ldh), haptoglobin, and plasma free. Following review, log files captured low flow alarm events on 03jul2025 along with several momentary low flow events. Some of the events were very brief and had not generated an alarm. It did not appear that any type of external mechanical circulatory support (mcs) equipment issues had caused the events. The low flow events may have been due to a patient related issue. The trended period log file data appeared to show a downward trend in the recorded calculated flow values from approximately (B)(6) 2025. Additional information was provided on 28jul2025 that diagnostic testing included a transthoracic echocardiogram (tte), which showed an ejection fraction (ef) of 40 to 45%, and a computed tomography angiography (cta), which revealed a small rind of organized mural thrombus within the proximal, supported segment of the arterial outflow. No significant stenosis, dissection, or aneurysm was observed, and the outflow appeared patent. The cause of the low flow alarms was presumed to be a combination of dehydration and hypertension and had resolved. No patient symptoms were observed at the time of the low flow events. The patient was discharged home and reported to be doing well.